Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a revision procedure was performed due to a right atrial (ra) lead dislodgement. During the revision procedure when the physician attempted to reposition the lead, the helix would not re-extend. Subsequently the lead was explanted and a new ra lead was successfully implanted. No additional adverse patient effects were reported.